Event description:
Tensioning spring nut on leg / caster spreader control lever was worn to half thickness and needed replaced. Allowed control lever to move out of notch and let spreader to close and less stability.